Event description:
T was reported that a large volume folfusor underinfused. This was observed after use of the device. It was stated that when the nurse went to remove the pump, it still seemed "quite full". The device was filled with fluorouracil 5000mg and glucose 5% 250ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: add: "it" (omitted from first line on initial) and remove "t". Additional information b5: the device was removed from the patient after a 24 hour infusion at the patient¿s home. After the event, the patient was assessed and it was stated that the patient remains fine for treatment. H4: the device was manufactured from august 12, 2021 - august 13, 2021. H10: the actual device was received for evaluation. The sample was returned to the plant containing 162 ml fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The cause of the condition could not be determined; however, potential causes for this report: fill volume, temperature, viscosity of the medication, difference in height between the fill port and the distal end luer lock/flow restrictor and catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.